Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date in (B)(6) 2021; further described as "in the last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets had the "tubing stuck to the drain bag" further described as "fused". It was further reported when pulling the lines away, it created a hole and solution leaked when draining the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.